Event description:
On (B)(4)2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high. The medical surveillance specialist was unable to get in touch with the patient for follow questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 2:15 a.m. The patient said that he obtained a blood glucose result of '376 mg/dl' with the subject meter and immediately after obtained a blood glucose result of '28 mg/dl' on another onetouch ultra meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reported managing his diabetes with insulin (lantus 10 units in the evening and 7 units in the morning, as well as novolog based on a sliding scale). The patient denied making any changes to his normal diabetes management due to the alleged issue starting. The patient claimed that he became 'hyperglycemic' after the alleged issue began. However, it is not clear when the symptoms began. The patient informed the cca that a non- health care professional administered him a glucagon injection at the time the alleged issue started. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly became 'hyperglycemic' as a result of the alleged issue and required treatment from a non-health care professional. In addition, the patient reported obtaining a blood glucose result suggestive of a serious injury on another device.

Manufacturer narrative:
Follow up #1 (B)(4) 2012: on (B)(6) 2012 the patient contacted the medical surveillance specialist in response to a letter he received. The classification of this complaint is remaining as an adverse event, however additional information was provided by the patient. The patient stated that on the evening of (B)(6) 2012 he consumed a normal meal and then obtained a blood glucose result 2 hours after of '376 mg/dl' with the subject meter. He administered himself 4 units of novolog insulin based on a sliding scale using the '376 mg/dl' result. The patient stated that his wife woke up at 2:15 a.m. To him 'sweating, twitching, muscles taut, jaw clenched and near convulsions.' The patient's wife reportedly tested his blood glucose on a backup ultra meter and obtained a result of '28 mg/dl.' The patient's wife reportedly administered the patient a glucagon injection and the patient stated that the symptoms abated within 15 minutes. The patient informed the medical surveillance specialist that he believes the acute hypoglycemic incident occurred as a result of over administering his self insulin due to the inaccurate high result obtained on the subject meter the night before the incident.

Manufacturer narrative:
(B)(4) 2012 device evaluation: the meter and test strips involved with this complaint have /been returned and evaluated ((B)(4) 2012) by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.